Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the latest received information, the device was not providing sufficient benefit to the recipient since a post-operative active electrode migration out of cochlea is suspected. Damages found during device investigations are most likely attributable to the removal surgery. The investigation results appear to match the problems mentioned in the user report.this is a combined initial and final report.

Event description:
Explanted device was received for investigation in (B)(6) 2017. As per explant report form, the implant housing was found shifted sideways/back and forth and granulation tissue was noted in the middle ear. No other information was received at that time. Additional information received in (B)(6) 2017 stated that the recipient perceived hearing sensation only through 4 electrode channels and the surgeon felt this was not sufficient. As per latest information received in (B)(6) 2018, the electrode array had moved out of the cochlea according to a clinic's report.